Manufacturer narrative:
Title: mispositioning the end of a cuff inflating line in long-axis ultrasound imaging of the pediatric larynx and trachea source: pediatranesth. 2016;26:1142-1147. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a case study described the use of long-axis ultrasound imaging features of a saline infiltrated cuff inflating line that was mispositioned in a 1-year old boy undergoing a bilateral laparoscopic, total extraperitoneal inguinal hernia repair. It was noted that a 3.5mm internal diameter cuffed mallinckrodt ett was successfully intubated to an oral depth of 12cm from the upper incisors. Based upon the long-axis view of the saline-infiltrated cuff inflating line obtained via ultrasound, it was mistakenly assumed that the orifice of the cuff inflating line opened and ended in the middle of the cuff. It was felt that the cuff was positioned too deep and the depth was adjusted to 11cm. The operation concluded uneventfully, and no adverse events were noted. Post-operative investigation confirmed the end of the cuff to be positioned 4mm from the tip of the ett, with a longitudinal cuff diameter of approximately 12mm. In addition, the author states that, ¿the cephalad edge of the cuff appeared to be positioned approximately 2mm from the caudal edge of the cricoid cartilage, judging by the distance between the end of the cuff line and the cuff cephalad edge at an intubation depth of 12cm.¿ the authors alleged that the misunderstanding of the structure of the ett may have resulted in the mispositioning and that,¿ precaution should be taken by both the clinician and the manufacturer in regard to the potential dangers associated with these designs.¿